Event description:
It was reported that the patient developed renal dysfunction and was admitted to hospital on (B)(6) 2023. The event was thought to possibly be device related. Medication was adjusted and the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Requests for additional information regarding this event were submitted to the account; however, the account communicated that they will not provide any additional information related to the event. The patient remains ongoing on (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.